Event description:
Caller reported encountering a cgm error, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset process, after which the error was resolved and the caller successfully initiated their sensor session, although it was recognized that the sensor pairing code used was incorrect. No further action was necessary, and technical support planned to document the pairing code discrepancy separately.